Event description:
Shockwave lithoplasty compared to cutting balloon treatment in calcified coronary disease: a randomized controlled trial (short-cut trial). It was reported that cardiac perforation occurred. On (B)(6) 2024, the subject presented with stable angina and underwent percutaneous coronary intervention (pci) using cutting balloon angioplasty in the mid left descending coronary artery (lad). Pre-procedure timi flow was I with 99% stenosis. A 10mmx2.75mm wolverine cutting balloon was selected for procedure. During procedure, drug eluting stent was implanted in the mid lad followed by post-stent dilation with a non-complaint balloon. A small cardiac perforation of the mid lad was noted and was treated with a covered stent and protamine. Post procedure timi flow was iii with 0% stenosis. The patient was discharged the same day.